Event description:
It was reported that the left ventricular (lv) lead failed to capture and it was electrically abandoned. The lv lead was later found to be dislodged. The lead was explanted and replaced. It was also reported that during the replacement procedure, the newly attempted lv lead would not track. The attempted lv lead was removed and another model lv lead was implanted. It was noted that the patient is part of the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed). (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay and there was blood in/on the helix mechanism.